Event description:
It was reported that plastic melted at distal tip of the Long Bipolar Grasper instrument. No further details are available regarding the reported event, patient and procedure outcomes.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.